Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the manufacturer representative had a replacement case to hear that the patient was explanted due to infection previously. This was the first that the manufacturer representative had heard of this event. The patient estimated that the explantation date to be around (B)(6) 2016. The devices were discarded by the customer. The patient was being re-implanted on the day of the report ((B)(6) 2017). The issue was resolved at the time of the event. It was asked but unknown when this event started. Patient weight and medical history was asked and unknown. The patient was currently alive with no injury. No further complications were reported.